Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. The article did not report enough detail to determine if the radiolucency was present in the femoral component or the tibial component or both. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/content/pdf/s12891-015-0485-6.pdf (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that twenty-three knees were identified to have radiolucent lines less than 1mm. At last final follow-up visit, only two of these lines had progressed.